Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a hernia. The cause of hernia was reported to be due to the amount of dialysate solution the patient was holding in their abdomen (further detail not provided). Treatment for hernia was not reported. It was not reported whether the pt was recovered from the hernia. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The exact date of the hernia was unknown; however, it was reported to have been during 2013. A trend alert evaluation will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2000. As the reported condition was not reported until after the device had been serviced, a complete device analysis could not be completed. However, a service history review revealed no issues that could have caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The direct cause of the hernia could not be determined. Should additional relevant information become available, a supplemental report will be submitted.